Manufacturer narrative:
Electrode belt sn (B)(4) has not been yet been recovered from the field for evaluation. The device evaluation included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the event. There is no indication of a product malfunction. Device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor was not properly producing a driven ground signal. The cause for the failure was isolated to an open r781 driven ground resistor on the computer/analog board. The patient received an external defibrillation while wearing the lifevest.

Event description:
A us distributor contacted zoll to report that a patient experienced a defibrillation event consisting of twenty-four treatment shocks prior to passing away on (B)(6) 2019. Per clinical review of the downloaded ECG data, the lifevest delivered an appropriate treatment at 21:28:56 while the patient was in ventricular fibrillation (vf). The post shock rhythm was a sinus rhythm at 70 bpm. The lifevest delivered a second appropriate treatment at 21:31:42 while the patient was in vf. The post shock rhythm was sinus bradycardia at 50 bpm. At 21:36:32, the lifevest delivered a third appropriate treatment while the patient was in vf. The post shock rhythm was a sinus rhythm at 65 bpm with recurrent vf. The lifevest delivered a fourth appropriate treatment at 21:37:04 while the patient was in vf. The post shock rhythm was sinus bradycardia at 50 bpm. At 21:40:30, the lifevest delivered a fifth appropriate treatment while the patient was in vf. The post shock rhythm was sinus bradycardia at 55 bpm with recurrent vf. At 21:41:06, a sixth appropriate treatment was delivered by the lifevest while the patient was in vf. The post shock rhythm was a sinus rhythm at 60 bpm with nonsustained ventricular tachycardia (nsvt) and recurrent vf. At 21:41:40, the lifevest delivered a seventh appropriate treatment while the patient was in vf. The post shock rhythm was a sinus rhythm at 60 bpm with nsvt and recurrent vf. An eighth appropriate treatment was delivered by the lifevest at 21:42:12 while the patient was in vf. The post shock rhythm was sinus bradycardia at 55 bpm. At 21:43:16, the lifevest delivered an appropriate treatment while the patient was in vf. The post shock rhythm was sinus bradycardia at 55 bpm. A tenth appropriate treatment was delivered by the lifevest at 21:47:15 while the patient was in vf. The post shock rhythm was a sinus rhythm at 80 bpm with nsvt and recurrent vf. The lifevest delivered an eleventh appropriate treatment at 21:47:46 while the patient was in vf. The post shock rhythm was 75 bpm with recurrent vf. At 21:48:17, the lifevest delivered the twelfth appropriate treatment while the patient was in vf. The post shock rhythm was bradycardia at 20 bpm with recurrent vf. A thirteenth appropriate treatment was delivered by the lifevest at 21:48:48 while the patient was in vf. The post shock rhythm was a sinus rhythm at 70 bpm with recurrent vf. At 21:49:54, the lifevest delivered a fourteenth appropriate treatment while the patient was in vf. The post shock rhythm was a sinus rhythm at 40 bpm. At 21:50:21 the lifevest delivered a fifteenth inappropriate treatment while the patient was in a sinus rhythm at 60 bpm with nsvt. The post shock rhythm at ventricular tachycardia (vt) at 230 bpm. The lifevest delivered a sixteenth appropriate treatment while the patient was in vt. The post shock rhythm was asystole for nine seconds transitioning to sinus bradycardia. At 21:51:18, the lifevest delivered a seventeenth inappropriate treatment shock while the patient was in a sinus rhythm at 65 bpm with nsvt. The post shock rhythm was a sinus rhythm at 60 bpm with nsvt. At 21:52:26, the lifevest delivered an eighteenth appropriate treatment while the patient was in vf. The post shock rhythm was asystole for fourteen seconds transitioning to sinus bradycardia at 50 bpm with nsvt. At 21:52:57 the lifevest delivered a nineteenth inappropriate treatment while the patient was in a sinus rhythm at 65 bpm with nsvt. The post shock rhythm was a sinus rhythm at 60 bpm with nsvt and recurrent vt. At 21:53:33, the lifevest delivered an appropriate treatment while the patient was in vt. The post shock rhythm was sinus bradycardia at 50 bpm. The lifevest delivered a twenty-first appropriate treatment while the patient was in vf at 21:56:06. The post shock rhythm was asystole for twenty seconds with recurrent vf. At 21:57:16, the lifevest delivered a twenty-second appropriate treatment while the patient was in vf. The post shock rhythm was twenty one seconds of asystole. A twenty-third appropriate treatment was delivered by the lifevest at 21:57:51 while the patient was in vf. The post shock rhythm was vf. The lifevest detected an arrhythmia at 21:58:54. The patient was in vf with CPR artifact. A non-lifevest defibrillation was delivered to the patient at 21:59:44 while the patient was in vt with tactile artifact. The post shock rhythm was CPR artifact. The lifevest delivered a twenty fourth inappropriate treatment at 21:59:54, while the patient's rhythm was obscured by CPR artifact. The post shock rhythm was CPR artifact. A non-treatable rhythm flag was observed at 22:00:17. The lifevest was disconnected at 22:15:44. The response buttons were not pressed during the event. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. Nsvt and CPR artifact contributed to the false detection. The patient reportedly passed away on the evening of (B)(6) 2019.